Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of it came out, cannot locate the other half- vagina foreign body in reproductive tract. Only half of tampon came out device breakage. Case narrative: consumer reported via e-mail that only half the tampon came out during removal. No serious injury reported.